Manufacturer narrative:
Reason for reoperation due to "one burst and it is totally flat." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's parent reported "one burst and it is totally flat". The device status is unknown. This record is for the left side.